Event description:
The customer reported the ecylinder oxygen (o2) tank was depleting when also connected to the o2 wall source during set up of the v60 ventilator. The unit was not in clinical use; there was no patient harm resulting from this issue. The philips remote service engineer (rse) advised the customer that generally ecylinders remain off when the wall source is connected and only turned-on during transport to prevent leakage. The rse provided the v60 user manual for instructions regarding connecting o2 and also offered philips clinical representative if further training was necessary. The customer acknowledged; the issue was resolved.